Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Document review: the evo-fc-10-11-8-b device of lot # c1463831 was not returned for evaluation. With the information provided a document based investigation was carried out. The following additional information was also provided in the complaint file: 1. Was the directional button fully engaged? Yes, this is the first team check. 2. Did the red indicator move when the trigger was pressed? Yes, until the moment "clac." 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? Yes, just the handle. 5. Was the stent partially exposed? Yes, just the beginning of the first mesh. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No, the handle does not work. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: from the additional information provided that there was cracking/popping sounds heard from the handle and that the handle didn¿t work after that could indicate that the directional button became disengaged somehow at some stage (may be due to high forces required during the procedure) and the directional button popped into the neutral position and in turn the gears inside the handle may have jammed which in turn made the handle inoperable. As per the reported issue, it would then become ¿impossible to launch the device (stent)¿. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b of lot number c1463831 revealed no discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1463831; upon review of complaints this failure mode has not occurred previously with this lot # c1463831. As per the instructions for use, notes section the user is instructed of the following: ¿if any abnormality is detected that would prohibit proper working condition, do not use". Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the additional information provided that there was cracking/popping sounds heard from the handle and that the handle didn¿t work after that could indicate that the directional button became disengaged at some stage to the neutral position and in turn the gears inside the handle may have jammed which in turn made the handle inoperable. As per the reported issue, it would then become ¿impossible to launch the device (stent)¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is submitted under the precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿. The launching gun failed to work after 3 pressures on the trigger. They heard a sound. Then it became impossible to launch the device. Device discarded. "As per complaint form": the launch gun did not operate after 3 squeezes on the trigger. They heard a "clack" sound then it became impossible to launch the device (stent). Unable to return the stent into the catheter. Discarded device.